Event description:
It was reported that during a right hemicolectomy procedure, it was observed that at the time of the section of the ileocolic tubes the eclhelon 3000 launched the first staples but it blocked and did not cut or launch the rest of the staples. They couldn't open it because the automatic reverse failed and they had to use the manual opening lever to open it. Another like device was used to complete the procedure with a delay of 15 minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch #189d98. Additional information was requested, and the following was obtained: the ech60s used in the surgery is the one with lot number c9el5h. It ejected a few staples, didn't cut, and had to be opened using the manual opening lever. Investigation summary: visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 189d98, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.